Event description:
It was reported that the lead was explanted and replaced due to sensing difficulty. The patient called three months later reporting that she had over 500 episodes of vt, received many therapies, and was hospitalized six times in six months. A physician realized the vt (ventricular tachycardia) was coming from the insertion point of the lead. Since the lead was explanted and replaced, she states she has been vt free. No further patient complications have been reported as a result of this event. Attorney later alleges "on or about (B) (6) 2007, (patient) experienced inappropriate and/or excessive shocking, fracture or other injury requiring medical intervention including but not limited to surgery, removal and/or replacement of the defective sprint fidelis lead, model 6949" and as a result of the lead "sustained and will continue to sustain severe physical injuries and/or death, severe emotional distress, mental anguish, economic losses and other damages."

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies found; full lead in segments returned and analyzed.

Event description:
It was reported that the lead was explanted and replaced, due to sensing difficulty. The patient called three months later reporting that she had over 500 episodes of vt, received many therapies, and was hospitalized six times in six months. A physician realized the vt (ventricular tachycardia) was coming from the insertion point of the lead. Since the lead was explanted and replaced, she states she has been vt free. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Other: it was reported that the lead was explanted and replaced, due to sensing difficulty. The patient called three months later reporting that she had over 500 episodes of vt, received many therapies, and was hospitalized six times in six months. A physician realized the vt (ventricular tachycardia) was coming from the insertion point of the lead. Since the lead was explanted and replaced, she states she has been vt free. No further patient complications have been reported as a result of this event. Actual device involved in incident was evaluated. Electrical tests performed; mechanical tests performed. Visual examination: device performed according to specifications. Device evaluated and alleged failure could not be duplicated. Sensitivity, shock, inappropriate.